Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon remained inflated with the remaining 2 ml of sterile water after removing 8 mls of sterile water due to malfunction of catheter. After removal, the user attempted to deflate the balloon by pulling onto syringe but it was unsuccessful.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter balloon remained inflated with the remaining 2 ml of sterile water after removing 8 mls of sterile water due to malfunction of catheter. After removal, the user attempted to deflate the balloon by pulling onto syringe but it was unsuccessful.